Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the pump was returned with visible moisture through the display lens. However, the display was able to power on properly; therefore, the blank display issue was not duplicated. A leak test failed due to a crack where the keypad meets the battery compartment. The pump was opened up and moisture was observed on the oled flex connector. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. There was reportedly moisture/corrosion inside the pump. This reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.